Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced and the high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a "kv on in error" message. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.